Event description:
(B)(6) has had difficulty walking since implantation of the depuy pinnacle system. Pain in joint and swishing sound upon walking. Can not walk on hard surfaces, asphalt, cement floors or stand for any length of time.